Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/7/2020. H.6. Investigation: seventeen samples were received from baxter batches vs070720045 (5pcs) and vs070720046 (12pcs). Five photos were also received. Samples were visually evaluated. No visual defects were observed with the lever lock body. It was observed that two pieces had shield with damage that had appearance as flash. One piece was within acceptable quality limit. One piece was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batches 0023143, 0042265 and 0055279 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Molding issues were identified in two of the molding batches that comprised all three of the above packaging batches. Issues were addressed at the time they were discovered during the molding process. Pm was performed during one of the molding batches that went into packaging batch 0055279. The samples were tested with an iso 594-1 f3c gauge. 12 samples failed the test: all 5 from vs070720045 and 9 from vs070720046 cavities 48, 49, 53, 55, 58, 66. Per procedure and product specification, all samples were tested for leakage ¿ all samples passed with no leakage detected. Therefore, per product specification, these samples were found to be acceptable for use. A random set of 315 pieces from batch #0055279 was sampled. 54 out of 315 were found to have failed the gauge test. All samples were tested for leakage. All samples passed the leak test. The mold was restarted to verify current production capability. All cavities were samples and tested using the gauge and leak tested. Nine (9) cavities were identified to be outside of spec per iso 594-1. However, all samples passed the leak test per control plan and production procedure. All samples passed the leak test. Packaging batch #0023143 was both accepted and rejected by the customer several months apart. It is not possible to determine why the same product was both accepted and rejected at different times and whether there was an external effect on material during the time period between the two inspections. Potential root for the out of iso 594-1 specification cavities found during testing of batch 0055279 and the current process is likely associated with the molding press equipment and/or process. Potential root cause for the damaged shield is associated with the assembly process. Per product specification, since all samples passed the leak test, the product is considered acceptable, therefore batches 0023143, 0042265, 0055279 are in compliance with our product specification requirements. However, the affected identified cavities will be corrected to be within iso 594-1 specification prior to the manufacturing of new batches of this material. This may involve mold process adjustments, new mold components, or both as necessary. H3 other text : see h.10.

Event description:
It was reported that 17 g bd blunt plastic cannula (bns) had a loose connection between the interlink and mating component. The following information was provided by the initial reporter: "issue: please be informed that the following part failed luer gauging test (part # 020104457 ¿ luer cannula interlink) during incoming inspection and we have placed the parts on hold for disposition. Per luer gauging test, the small end of the male conical fitting shall lie between the 2 limit planes of the gauge, however it was noticed that it is not lying between the expected planes. Reference to the attached do, please inform your quality personnel to check and advise the outcome of the investigation/actions asap. "

Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: 0042265, medical device expiration date: unknown, device manufacture date: 2020-02-11. Medical device lot #: 0023143, medical device expiration date: unknown, device manufacture date: 2020-01-23.

Event description:
It was reported that 17 g bd blunt plastic cannula (bns) had a loose connection between the interlink and mating component. The following information was provided by the initial reporter: "issue: please be informed that the following part failed luer gauging test (part # (B)(4) ¿ luer cannula interlink) during incoming inspection and we have placed the parts on hold for disposition. Per luer gauging test, the small end of the male conical fitting shall lie between the 2 limit planes of the gauge; however, it was noticed that it is not lying between the expected planes. Reference to the attached do, please inform your quality personnel to check and advise the outcome of the investigation/actions asap."